Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a041001. Patient problem code: f26. H10: the lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway. H10 : d4 (expiration date: 03/2027). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no. Product possibly involved in injury: no. Complaint: the hose at the front of the valve is holey/defective. Additional informations: description of issue (what / why): the hose at the front of the valve is holey/defective how often occured defect: once medical intervention (other than first aid):no. Needle/probe stick:no. Other actions taken:no. Safety issue:no. Issue resolved:yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand):50-7050. Additional information: information on the fault pattern: fault location: valve type of fault: damaged (broken, brittle, deformed)

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device records and raw material history files for the reported lot number 0001558194 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. H10: investigation summary: one physical sample valve was provided to our quality team for investigation. Upon visual inspection, we are able to confirm that the catheter has sustained significant external damage. We are unable to confirm the cause of the damage. H10: e4 (FDA notified), g4 (date received by manufacturer), g7 (type of report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code) h11: h6 (type of investigation, investigation findings, and investigation conclusions), h3 (device evaluated by manufacturer) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no product possibly involved in injury: no complaint: the hose at the front of the valve is holey/defective additional informations: description of issue (what / why): the hose at the front of the valve is holey/defective how often occured defect: once medical intervention (other than first aid):no needle/probe stick:no other actions taken:no safety issue:no issue resolved:yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: no safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: yes successful drainage: yes impact to patient: no impact to patient exposure to blood / bodily fluid: no course of treatment changed due to event: no additional information: information on the fault pattern: fault location: valve type of fault: damaged (broken, brittle, deformed)